Manufacturer narrative:
The account withdrew care - death date was added. Section d device information was updated.

Event description:
An impella cp device was inserted into the right femoral artery in a 57-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the automated impella controller (aic) had an optical sensor yellow alarm and placement signal not reliable alarm. Troubleshooting steps were attempted. A second alert occurred after the impella started for a controller failure yellow alarm. There was no noted interruption of flow or support for the patient. The aic was exchanged for a new aic. No further issues were noted. Three days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-4 at 2.4l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock. This impella aic controller report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Additional information was received that reported "impella optical sensor yellow screen alarm present stating to remove impella, look for light in aic plug, if light present continue forward. Followed steps once impella zero screen present no placement signal present. Md request to move foward and start impella. 2nd alert occurrence after impella started stating controller failure yellow alarm. Aic switched out to another one that is in account. Placement signal, waveforms , flows all appropriate on new ( 2nd) aic screen. Impella functionality appropriate."